Event description:
It was reported that ongoing tandem mobi cartridge alarms occurred during the load process. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. The customer was advised to continue using the current pump until a replacement arrives; however, a pump with updated software was sent by technical support. Instructions on storage mode and return procedures were provided and acknowledged by the customer.